Event description:
Customer reported tubing separated from filter and leaked during tpn infusion. The patient's family notice the leak. The nurse sequestered set and tpn bag and IV fluids were started with no problems. There was no patient harm or medical intervention. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Event occurred at (B)(6).